Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The f-38 alarm was identified during the event history log review and functional testing. The cause of the condition was determined to be out of specification force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.